Event description:
Reportable based on device analysis completed on (B)(6), 2023. It was reported that tube leak occurred. The 60% stenosed target lesion was located in the none tortuous and moderately calcified acute deep vein thrombosis of the left lower limb. An angiojet solent omni was used for thrombectomy procedure. During procedure, it was noted that there was visible leakage of liquid from the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6) university e1: initial reporter address 1: (B)(6) device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks along the shaft. The catheter shaft showed a severe kink located 92.5cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis x-ray confirmation noticed that the hypotube was broken 92.5cm from the tip at the severely kinked area. The device could not be functionally tested due to the extreme damage on the device. The device received an under-pressure alarm. During priming a leak was noticed from the severely kinked area (92.5cm) of the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for damage and leaks; at the broken hypotube area of the device.